Event description:
The liner has been revised almost 1 month and a half after primary following an infection. The pathogen is unknown.

Manufacturer narrative:
Batch review performed on 22 april 2022: lot 2114935: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.